Event description:
It was reported by service report that the fowler drifts down with weight on it. There was pt involvement, however, no adverse consequences are reported.

Manufacturer narrative:
Fowler.